Event description:
I had allergan silicone implants put in (B)(6) 2011 (after having a different kind from 1998-2011). In (B)(6) 2011 I began having vision problems and a sense of bugs crawling on my face. In (B)(6) 2011 I got "electrical shocks" in my eyes that caused me to collapse in (B)(6). I could not walk afterwards without help. I then began having extreme heart palpitation, muscle weakness, memory loss, cognitive issues, panic attacks, severe weakness not being able to get out of bed. I was in the hosp twice having every test ran that the drs could think of (spinal taps, CT scans, mris, heart tests, blood work, and any other exam to rule out disease. There were no answers after two separate hospitalizations. I had to take a leave of absence from my job for one year. I ended up with a clinical diagnosis of lyme disease. I have been treating lyme disease over the past 8 years. We hae spent approx $(B)(6) in medical costs over the past 8 years. The treatment has not solved the issues associated w / lyme disease. I had my breast implants removed june 18 and all symptoms resolved. These symptoms resolved within two weeks of having the implants taken out. I have had more than 100 blood draws the past 8 year. I have had heart tests, every scan possible, and every type of specialist evaluate me.